Event description:
It was reported that during a procedure, after opening the sterile container, the inner sterile plastic bag containing the implant was found already open. The implant was set aside and not used while a back-up unit was used. There were no reported consequences or impact to the patient. Due diligence is in progress for this complaint; no further additional information or product has been received at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: event occurred in canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.